Manufacturer narrative:
The insulin pump received with button error alarm due to moisture damage on keypad traces. No frozen screen or moisture damage on electronics noted. Unit received with minor scratched display window and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer had a button error alarm on the insulin pump. Customer's blood glucose level was 67 mg/dl. Customer treated with orange juice. Customer stated that she works out a lot and just finished working out. Customer stated that the pump was frozen on the home screen and then she received a button error. Customer stated that the pump blinked and started working again. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.